Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided. Best estimate of date of event is between 7/30/2019 and 8/6/2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was explanted due to glare. Suspect lens was discarded. It was stated that there was no patient injury. It was learned that there was no incision enlargement, no vitrectomy and no sutures performed. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected information: section b5: it was noted in the initial MDR report that the product was discarded but it was actually received and therefore evaluated. Result indicated in this supplemental report. Additional information: section a2: age/date of birth: on (B)(6) 1973. Section b3: date of event: on (B)(6) 2019. Section b5: replacement iol noted to be pcboo 25.5 sn: (B)(6). Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 3/16/2020. Section h3: device returned to manufacturer? Yes. Product evaluation: on march 16, 2020 the lens was received. Visual inspection with the unaided eye revealed that the lens was received cut in pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.